Event description:
A report received from the USA stated the device was missing a pin and coming apart. The device was not being used during surgery. It is unk if pt or user injury was reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).